Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the glue on the forceps elevator peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Further inspection of the returned device confirmed the customer¿s complaint of a ¿ leak on the biopsy channel.¿ tears were noted the scopes biopsy channel. The scope¿s elevator water flow inlet was found loose. The bending section glue was found cracked. Elements in the scope¿s ultra sound image were noted to be broken. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, a leak was noted at the biopsy channel of the scope. There was no patient involvement. The scope was returned for evaluation and found the glue on forceps elevator peeling which is considered a reportable malfunction.